Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported the system displayed a message that inlet pressure was too high during a vitrectomy procedure to repair a retinal detachment. The doctor was trying to flatten the retina from a retinal hole under fluid/air exchange (fax). The system filled the eye with a jet of water instead of air. After the inlet pressure was reduced, it automatically started to infuse air again. The setting on the system never changed and the footswitch was not toggled. Additional information received indicated there was no harm to the patient.

Manufacturer narrative:
Corrected and additional information has been provided in d.4. And h.4. Additional information has been provided in h.3., h.6. And h.10. The company service representative did not perform service on the customer's system at the time of the event. However, the company service representative worked to troubleshoot the reported events remotely by replicating the customer's conditions on a demo unit. The company service representative was able to replicate the system message (sm) on the demo unit by increasing the inlet pressure above the recommended maximum of 120 psi, and resolved the sm when the inlet pressure was lowered to be within the recommended range. The company service representative stated that the message displayed on the demo was an advisory, sm [inlet pressure is too high for the system. Please adjust the inlet pressure between 58 psi and 120 psi]. On august 26, 2020, a service request (sr) was opened for preventive maintenance (pm) on the customer's system. Pm was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).